Event description:
The customer reported that this g7 is constantly freezing. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this g7 is constantly freezing. According to the customer the issue happens twice a month and the only fix is to remove the battery and unplug the power cable. The customer stated that the issue is due to the dau. Technical support (ts) asked the customer to try changing out the dau and interface cable. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device was used in conjunction with the data acuisition unit (dau): g7 cu-172ra: model #: cu-172-ra. Serial (B)(6). Device manufacturer date: 04/15/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no

Manufacturer narrative:
Details of complaint: the customer reported that this g7 is constantly freezing. According to the customer the issue happens twice a month and the only fix is to remove the battery and unplug the power cable. The customer stated that the issue is due to the dau. Technical support (ts) asked the customer to try changing out the dau and interface cable. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: the repair center tested the returned unit for an extended 96 hours and they were unable to duplicate any freezing issues.the reported issue could not be duplicated or confirmed. A definitive root cause could not be determined. D10 concomitant medical device: the following device was used in conjunction with the data acuisition unit (dau): g7 cu-172ra: model #: cu-172-ra. Serial #: (B)(6). Device manufacturer date: 04/15/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this g7 is constantly freezing. There was no patient injury reported.